Event description:
It was reported that during a da vinci surgical procedure, a broken wire was identified on the megasuturecut needledriver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment was observed to be sticking out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches were seen on the surface of the pulley. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.